Event description:
It was reported to nova biomedical that a consumer received a result of 4.9 mmol/l on their blood glucose meter. The consumer immediately performed another test using the same meter and syringe getting the following result of 10.8 mmol/l. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval. The meter and test strips will be returned for eval.

Manufacturer narrative:
On june 21, 2013, a decision was made by nova biomedical to recall this lot of test strips. Local FDA office notified.